Manufacturer narrative:
A ge representative evaluated the system and determined the x-ray tube monoblock needed to be re-seasoned to eliminate built up gasses. Monoblock was re-seasoned, and system operates as intended.

Event description:
It was reported that the x-ray tube was arcing during a procedure. No patient injury was reported.